Event description:
It was reported that during the implant attempt, the lead developed noise and oversensing both through the analyzer and through the device after the lead was implanted. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and the helix was disengaged from helical channel. It was noted that there was blood in/on the helix/lobe mechanism.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The full lead was returned, analyzed, and the helix was disengaged from helical channel. It was noted that there was blood in/on the helix/lobe mechanism.